Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During device exchange procedure, diagnostic imaging was performed and externalized conductor wires were observed on the right ventricular (rv) lead. The rv lead was capped and replaced. The patient was stable.